Event description:
It was reported that the patient's advance case was aborted following perforation of the bladder with both trocar needles. The "surgery was aborted after cysto showed sling was in the bladder". The mesh was cut and the sheath and mesh were pulled out of the patient. The patient was doing well and intends to try another advance surgery in 6 months. No further patient complications were reported in relation with this event.